Manufacturer narrative:
Two photos were returned showing the drip chamber. There was leakage from the vent plug juncture. No samples were returned for investigation. The reported complaint of leakage on the 14687-15 can be confirmed from the photos provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 12373795 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that a filter vent leakage was noted after 8 hours of fluorouracil (5fu) infusion. The prescription was for 46 hours of 5-fu infusion with a flow rate of 18ml/hr. No drug exposure to patient or staff. The tubing was replaced, and therapy resumed. The products were not exposed in extreme temperature. The chemo spill was cleaned per facility protocol, but whether a spill kit used is unknown. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is not available to be returned; however, a photo was provided to aid in the investigation but the investigation has not yet been completed.